Event description:
It was reported that on (B)(6) 2022, there was removal of broken tfna and revision of proximal femur to nail/plate hybrid construct. The procedure was completed successfully. This report is for a 12mm/130 deg ti cann tfna 420mm/left-sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procode: ktt h6: manufacturing location: (B)(4) manufacturing date: 18 august 2020 expiration date: 31 july 2030 part: 04.037.263s, 12mm/130 deg ti cann tfna 420mm/left- sterile lot: 65p8844 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive lot: 63p4155 nine pieces were scrapped at machine complete for a defect caused by a chipped tool. This lot was reworked to remove burrs on the edge of the hex. After rework, all parts were determined to be acceptable. Production order traveler met all inspection acceptance criteria apart from the nine pieces noted. Inspection sheet failed for the burrs but all parts were verified as acceptable after rework. Part: 04.037.912.4, wave spring, shim ended lot: 52p7542 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history cards received from smalley were reviewed and determined to be conforming. Part: 04.037.942.2, lock prong, 130 degree lot: 35p2189 one piece was scrapped at final inspection for prong being under length. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria apart from the one piece noted. Part: 21127, timoagri16.00 lot: 49p2681 inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photo revealed that the 12/130 deg ti cann tfna 420/left-sterile has broken, the broken fragments ware observed in x-ray. No other problem was reported. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 12/130 deg ti cann tfna 420/left-sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.